Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Ccc reviewed the instrument data file which indicated that the sample was spun at 3500 revolution per minute (rpm) for 3 minutes in stat spin processed in primary tube. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse aligned all the probes. The customer ran quality control (qc), resulting within limits. The cause of the discordant, falsely low nt-probnp result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low n-terminal pro-brain natriuretic peptide (nt-probnp) result was obtained on a patient plasma sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher and matching the patient's clinical picture. The repeated result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low nt-probnp result.